Event description:
It was reported that the patient was admitted on (B)(6) 2021 with low flow alarms. Log file analysis revealed periods of low flow events mainly on (B)(6) 2021 and then sporadically on (B)(6) 2021. The low flow alarms were due to dehydration and the patient was given fluids. The patient was discharged and was to return at their next clinic appointment 3 months later.

Manufacturer narrative:
Section b5: further information was received indicating that the report of driveline damage and repair was a duplicate and reported under manufacturer report number 2916596-2021-06688. The reported event of patient admission on (B)(6) 2021 due to low flow alarms is considered non-reportable by the manufacturer as the low flow alarms were not associated with any device issues and available information has no indication of, or report of, any adverse patient effect related to the lvad. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the alarms were caused by dehydration. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported dehydration could not be conclusively established. The submitted log file contained data from 8:10:15 on (B)(6) 2021 through 23:44:21 on (B)(6) 2021, per the timestamps. Intermittent low flow hazard alarms were captured throughout the file when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. The observed low flow events did not appear to be associated with elevations in pump power or pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that the low flow alarms were caused by dehydration, and they resolved once the patient was given fluids. The patient was discharged and was scheduled for a 3-month, routine, clinic follow-up. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition such as hypertension. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Inspection of the patient's controller and driveline revealed electrical tape in one area with a small slit/ tear in the silicone. No wires were visible. Rescue tape was applied to the area.